Event description:
It was reported that the user experienced persistent hyperglycemia with a fingerstick blood glucose peak of 407 mg/dl, along with dosing stopped and repeated dexcom g7 continuous glucose monitor (cgm) pairing failures, while also using a dexcom app and receiver; the issue was addressed by severing the receiver connection, after which glucose values appeared on the ilet, and the user elected to take subcutaneous fast-acting insulin injections and remain off the pump temporarily, with education provided on insulin stacking avoidance. Symptoms included hyperglycemia without associated clinical symptoms reported. Outcomes included unexpected medical intervention to manage glucose via insulin injections. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified, characterized as intermittent communication failure, with the device component area involving electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.